Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had endocarditis and an infection. The entire system was explanted and this device was taped externally to the patient's body to provide pacing therapy. No adverse patient effects were reported.